Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 due to apical and posterior wall prolapsed, stress urinary incontinence, sphincter deficiency, and a mesh were implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, urinary/bowel problems, recurrence, and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2012 due to mesh extrusion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent graft revision and injection of lidocaine with epinephrine on (B)(6) 2012 due to extruded area on the posterior apical portion from previous posterior mesh. (B)(4).